Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. High ventricular rate (hvr) episodes were also noted. Programming changes were made. There were no patient consequences.